Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed ta the catheter infusion line and aspiration line were cut. A guide wire was also returned and numerous kinks could be seen on the guidewire. No irregularities were noted on the shaft of the device. The inner shaft was tested with a pin gauge set at the catheter tip and the device met specification. Functional analysis was done by inserting the jetstream onto the returned guidewire. The jetstream went over the guidewire until the first kink. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an atherectomy treatment procedure, the catheter became stuck on the guidewire. The >90% lesion was located in the mildly tortuous and moderate-severely calcified distal superficial femoral artery to popliteal artery. It was noted that the vessel was basically occluded as it had approximately 1mm of flow through it prior to guidewire access. This 2.4mm jetstream® xc atherectomy catheter was selected for use. The jetstream was advanced over a non-bsc guidewire and during the "blades up" run, became stuck. The non-bsc guidewire and catheter were completely extracted from the patient. Once outside the patient the non-bsc guide wire was removed from the jetstream catheter and the jetstream was able to rotate at full revolutions. The procedure was completed with a different atherectomy device. No patient complications were reported.

Event description:
It was reported that during an atherectomy treatment procedure, the catheter became stuck on the guidewire. The >90% lesion was located in the mildly tortuous and moderate-severely calcified distal superficial femoral artery to popliteal artery. It was noted that the vessel was basically occluded as it had approximately 1mm of flow through it prior to guidewire access. This 2.4mm jetstream® xc atherectomy catheter was selected for use. The jetstream was advanced over a non-bsc guidewire and during the "blades up" run, became stuck. The non-bsc guidewire and catheter were completely extracted from the patient. Once outside the patient the non-bsc guide wire was removed from the jetstream catheter and the jetstream was able to rotate at full revolutions. The procedure was completed with a different atherectomy device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).